Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection of reflin (one gram, frequency and duration not reported), tobramycin (40mg, frequency, duration and route not reported) and heparin (25000 iu [international units], frequency, duration and route not reported). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapies were ongoing. No additional information is available.